Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited infection and erosion. Also, there was some discomfort. A revision was performed and the s-ICD along with the implantable leads were explanted. There were no additional adverse patient effects reported. This explanted device will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited infection and erosion. Also, there was some discomfort. A revision was performed and the s-ICD along with the implantable leads were explanted. There were no additional adverse patient effects reported. This explanted device will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.